Event description:
Burn to left leg 4 cm x 2 cm noticed after hot pack treatment applied by therapy. Hydrocollator temp 169 degrees. Resident denied pain during therapy. Therapy used appropriate procedures with this method - 4 layer w/heat pack. Equipment was tested within allowable range 169 degrees.